Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer allegedly was tested in the ER and received normal results; exact reading was not provided and did not match clinical state. Customer was reportedly unconscious but had a "normal" reading; timeframe between transfer from ER to ICU is not provided. In the ICU the patient's blood glucose was tested on another system and his blood glucose measured 4.1 mmol/l and a lab result provided a reading of 1.63 mmol/l. Customer was treated with intravenous injection of high glucose; condition changed for the better. Test strips are no longer available. Meters will be returned.